Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: thmcl smarttouch, lot# 17063840m. (B)(4). The product investigation is pending product return.

Manufacturer narrative:
Manufacturer's ref no: (B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a stockert generator, developed an esophageal fistula, and expired. Repair follow-up was performed and service was declined. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a stockert generator, developed an esophageal fistula, and expired. Approximately 10 days after the procedure, the patient presented to the emergency room and was diagnosed with an esophageal fistula that the surgeons were unable to treat. The patient expired approximately 1 month after the fistula diagnosis. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. However, there was no reported malfunction with any of the catheters and systems used during the case. Thus, this event may be related to the procedure. This adverse event is considered to be serious and MDR reportable. The complaint device has not been returned to bwi for analysis.